Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided sigma open box fem sz 4/lt (lot -506866). A complaint database search finds no other reported incidents against the provided pfc sigmarp stb tb in 5 10.0 (lot-3571507) however a DHR was conducted and all parts were manufactured per specification and all raw materials met specification. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Per o.r. (B)(4), sizing for femoral components, and inserts within the pfc product line are 1-1 sizing. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the root cause of off label use, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Primary surgery was performed on (B)(6) 2014 and a size 4 femur was put in with a size 5 rotating platform poly insert producing a femoral/tibial insert mismatch. Went back in today (9/9) to swap out the poly to a size 4 rotating platform.